Event description:
This report is to advise of an event observed through analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation degradation was noted at 4.5 cm from the connector pin.